Manufacturer narrative:
(B)(4). Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on (B)(6) 2017 a 30 minute infusion of 100ccs of "nivolumag" was hung at 10:05am and finished at 10:50am . On (B)(6) 2017 the same pump was programmed correctly and the 30 minute infusion of 100ccs of bevacizumab which was hung at 13:50 and finished at 14:41. The bevacizumab administered was approximately 20cc from a 100cc bag at the 30 minute mark. On (B)(6) 2017 the delay in administration occurred again and the pump was taken out of rotation. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the pump infusing too slow was not confirmed or replicated. Physical inspection noted the device to be in fair condition with the instrument seal intact. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration secondary infusion of bevacizumab subsequent doses (drugid 22) to infuse at 210ml/hr with a vtbi of 105ml at 1:39 pm on (B)(6) 2017. At 2:10 pm, the secondary infusion completed and the device transitioned to the primary infusion running at 255ml/hr. The user then programmed again the secondary custom concentration infusion of bevacizumab subsequent doses (drugid 22) to infuse at 200ml/hr with a vtbi of 100ml. At 2:11 pm, the user changed the vtbi to 20ml. At 2:17 pm, the secondary infusion completed and the device transitioned to the primary infusion running at 255ml/hr. The volume recorded for the secondary infusion of bevacizumab during this period was 126.944ml. The starting volume of the fluid containers cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of the pump infusing too slow was not able to be identified.

Event description:
The customer reported a bevacizumab 30 min 100 cc infusion did not complete within the 30 minute time frame. At the end of the 30 minutes there was still 20 ml left in the infusion bag. There was no patient harm.